Event description:
Patient reported being hospitalized sometime last year, for treatment of low blood glucose. They indicated that the paramedics were phoned, adn upon their arrival, pt's blood glucose measured 36 mg/dl. Patient stated that they do not recall what treatment was provided to elevate blood glucose. No additional information about hospitalization was provided.